Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: brand name: micra, model #: mc1avr1-delsys / expiration date: 28-apr-2022 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, dev rtn to MFR? No, device mfg date: 30-nov-2020, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure two deployments were made with the leadless implantable pulse generator (ipg) delivery system. After second retrieval, the delivery system was pulled back into right atrium. The delivery system was removed from the patient and when deflecting the delivery sheath outside the body, it was determined that the sheath had a kink which contributed to it not crossing into the right ventricle. The delivery system and ipg were attempted not used and replaced. No patient complications have been reported as a result of this event.